Event description:
During a recent literature search for the hydrosorb system products, an article was found that alleges complications associated with one of the hydrosorb system products when used off-label during transforaminal lumbar interbody fusion. Between (B)(6) 2005 and (B)(6) 2006, 44 pts with various degenerative and/or structural pathologies affecting the lumbar spine underwent single- or multilevel transforaminal lumbar interbody fusion with posterior segmental pedicle screw fixation using hydrosorb system cages. Eight of the 44 pts experienced nonunion during the f/u period. There was also 8 post-surgical hydrosorb system cage migrations. Three of the 8 cages migrations resulted in nonunion. Six of the 8 pts with nonunion underwent revision surgery. These events had not been previously reported to the MFR. The article citation is: smith aj, arginteanu m, moore f et al. Increased incidence of cage migration and nonunion in instrumented transforaminal lumbar interbody fusion with bioabsorbable cages. J neurosurg spine 13:388-393.

Manufacturer narrative:
Method: the devices involved in this article were not returned for analysis. Additional clinical info has been requested from the author, including the model name and model number of the involved devices. If applicable additional info is provided by the author, the new info will be evaluated and submitted in a f/u MDR.